Event description:
It was reported that the replacement pump was not primed on the back table during a pump replacement procedure. The drug concentration was also changing from 4000 mcg/ml to 2000 mcg/ml. It was suggested that the hcp aspirate the catheter, but he was not able to, and refused to continue to try to aspirate. The 4000 mcg/ml concentration was removed during the surgical procedure and 2000 mcg/ml put in, so that the catheter was full of 2000 mcg/ml baclofen. The priming bolus was misprogrammed for the entire pump system after the new pump was connected to the catheter. The mistake was realized 5 minutes after it was programmed to the bolus was stopped while in progress. The dose the patient received in the 5 minutes the bolus was delivered was calculated. It was determined to be 163.8 mcg (the patient's daily dose was 368 mcg/day). The hcp decided not to withdraw 30-40ml of csf to reduce the baclofen concentration, but rather decreased the it dose from 365 mcg/day to 100 mcg/day. They recalculated the duration of drug deliver, water, and then drug delivery. The patient was monitored overnight and did not experience any overdose symptoms. The next day the hcp returned the patient's daily dose to 365 mcg/day to push the water from the non-primed pump through the catheter faster. The hcp will monitor the patient for withdrawal and is sending the patient home with oral baclofen. No patient outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.